Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown cause after 4 years in service. Another device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown cause and a new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown cause after 4 years in service. Another device was implanted. No additional adverse patient effects were reported. Additional information was obtained, this device was explanted and replaced for a device with a different header, no malfunctions present.

Manufacturer narrative:
Amendment: there's no allegation or malfunction against the device. Does not meet complaint criteria.